Event description:
It was reported that the compressor was shutting off. There was no patient involvement. (B)(4).

Manufacturer narrative:
The standby valve stated as not returned in the previous report was eventually returned and has been investigated. The investigation found the standby valve was functioning normally and had no leakage in the valve piston that could lead to the compressor shutting off. If the hospital central air gas supply fails, the compressor automatically starts to deliver compressed air. The standby valve will switch between air gas from the central gas supply and air gas from the compressor¿s tank. A faulty standby valve will falsely detect presence of air gas from the central gas supply and it stops delivering compressed air to the ventilator, herein reported as compressor shutting off. (B)(4). Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit and confirmed the reported issue. The standby valve was replaced and the compressor was returned to service after successful functional testing. The standby valve was not returned for investigation and no device logs from connected ventilator have been received. The standby valve shall put the compressor in standby when air is connected and shall start to supply compressed air when no wall air is connected. Based on previous investigations the most probable cause to this failure is a leakage in the valve piston resulting in a faulty pressure measurement. However, the true root cause cannot be determined without investigation of the standby valve in question.

Event description:
(B)(4).